Event description:
It was reported the device failed over temp. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, wear and tear damaged enclosure, line cord, front cover, outdated printed circuit board (pcb) and power switch. Functional testing found the over temp alarm is out of the calibration setting of 43.1 degrees. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.